Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell; opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV diagnosed by MRI. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on oct 12, 2022, with lot number 2583715. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed. Observed, broken striated on radius side assessed, as surgical damage. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Diagnosed by MRI. The device was explanted and replaced.